Manufacturer narrative:
The patient experienced skin irritation on (B)(6) 2026 while using a universal patch device, manifesting as bleeding/discharge and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. Due to the skin irritation, the patient discontinued use of the device, and an early disconnect was placed in the break in service (bis) actions. It is unknown whether the patient followed the recommended skin preparation steps or if they have a history of skin sensitivity or allergies to adhesives/metals. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 74 years of age. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient experienced skin irritation on (B)(6) 2026 while using a universal patch device, manifesting as bleeding/discharge and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. Due to the skin irritation, the patient discontinued use of the device, and an early disconnect was placed in the break in service (bis) actions. It is unknown whether the patient followed the recommended skin preparation steps or if they have a history of skin sensitivity or allergies to adhesives/metals.